Event description:
Per the clinic, it was reported that intraoperative testing showed electrodes e10 and e22 are short circuit on (B)(6) 2022 which persisted at switch-on on (B)(6) 2022. On (B)(6) 2023, four electrodes were in short circuit, and by (B)(6) 2024 six electrodes were affected. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. It was also reported that the patient experienced performance decrement with the device along with loss of electrode function. The device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.